Event description:
Elected to have a breast augmentation in 2018. Developed swelling in hands and joint pain. Eventually diagnosed with rheumatoid arthritis (nodules present, no rheumatoid factor). Also have night sweats, frequent urination, fatigue, low libido, and dry skin. Diagnosed with breast implant illness in 2024. Reference report: mw5158154.